Manufacturer narrative:
Concomitant product(s): product ID: 3093-28, lot# va0540e, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
A consumer reported the patient had back issues and the patient was experiencing pain in the sacroiliac joint area. The patient had had symptoms before and after implant which was in 2013 but had a sacroiliac joint fusion on (B)(6) 2015 and with stimulation on the pain was more noticeable. The patient had to have a revision of the fusion on (B)(6) 2015 and now the orthopedic surgeon was investigating l5-s1 area for issues. The pain had been worse since the fusion and the patient was still in the hospital. The device had been off for the past month of (B)(6) and there had been no falls or traumas. The patient's indication for use was urinary dysfunction and gastrointestinal. Additional information received from the healthcare provider (hcp) reported that the patient had a follow-up on the day of this report. The patient's spouse had called customer service and they were instructed to turn the device off. The patient later turned the battery back on and decreased intensity to 2.1 volts from 2.3 volts and was treated for a urinary tract infection (uti) and therapy was "wprking great" per the patient. The patient had stated that the stimulation had been causing irritation to an old back injury. The pain was resolved as of the follow-up the day of this report.